Event description:
It was reported the patient lost stimulation coverage on her left side. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where an additional lead was implanted. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.